Event description:
The customer reported that during use of this crosspin drill bit with u-guide for an acl repair, the drill bit got stuck in the guide. There was approximately a 45 minutes delay related to this event. The surgery was completed as intended without patient injury.

Manufacturer narrative:
Investigation results: to date this device has not been received for evaluation. A follow-up will be sent upon receipt and completion of an investigation. Associated report: 1017294-2009-00105.